Event description:
The customer reported that the system would display an audible alarm and shutdown during a procedure. No patient injury was reported.

Manufacturer narrative:
A ger service representative performed an onsite investigation. The service representative adjusted the 5vdc control voltage circuit. The system was tested and found to be working as intended and put back in service.